Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error(b30) and foreign objects in nozzle a root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- due to corrosion on plug unit, b30(scope communication err) occurred, and no image displayed and foreign objects in nozzle, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope was not recognized by the video processor and no image was displayed. The issue occurred during device setup. There was no patient involvement.